Manufacturer narrative:
According to available information, this lead will not be returned for analysis. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, the patient with this atrial lead reported "knocking sounds" in their throat. Increased threshold measurements were obtained. An x-ray revealed this lead was dislodged. A revision procedure was performed, this lead was removed and replaced. No adverse patient effects were reported. There was no allegation from the physician against this lead.